Event description:
It was reported that log file review was requested on the patient with a backup battery fault that did not resolve with a new backup battery. The site replaced the modular cable and performed a controller exchange. The event log confirmed the backup battery (ebb) fault alarms from(B)(6) 2024 to (B)(6) 2024. The ebb fault was due to the ebb failing the load test.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4 - lot number: corrected. Section d4 - expiration date: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h4 - device manufacture date: corrected. Manufacturer's investigation conclusion: there were no device-related issues reported in relation to the modular cable. The modular cable was not returned for evaluation. Log files was submitted for review; however, the log files did not contain any events that would indicate an issue with the modular cable. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history record for the modular cable, lot number 8785265, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use, rev. C, section 2 ¿system operations¿ instructs users on how to properly exchange the modular cable. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.